Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. The customer's blood glucose level was137 mg/dl. The customer applied more force to the wake button and the issue was resolved.